Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The blood glucose value was 134 mg/dl. Customer stated that insulin pump is not working, act button stopped working and act button is not responding . The insulin pump will be returned for analysis.